Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d190712-2). Retained strips (lot#: d190712-2) were re-tested by using return (serial#: (B)(4)) and retained (serial#: (B)(4)) meters with our in house control solutions (level low: batch# 8ah1a94, exp. By dec., 2020; level high: batch# 8ah3a14, exp. By sept., 2020), and results as below met the acceptance criteria (level low: 35~85; level high: 220~330). Return meter w/ retained strips: 67/72 (level low) and 275/282 (level high). Retained meter w/ retained strips: 68/70 (level low) and 277/272 (level high). Meter setting and all functions of the suspected device were re-tested and all of them were operated properly. Standby current of the device was re-checked and the current (1.1 ua) met acceptance criteria (< 55 ua). As above, no non-conformance and malfunction of the suspected device were found. The complaint is unable to be confirmed because strips were not returned, and no further information from customer has been received. Therefore, this matter has to be closed out with undetermined root cause.

Event description:
Caller stated that medical attention was sought on 03-18-2020 around 2:30pm at home. Caller stated they tested the end-user's blood glucose with the prodigy meter and got a result of 300mg/dl. The caller tested the end-user 3 more times with the prodigy meter and got results of 384,170,and 67mg/dl so they hooked them up to the insulin pump. The pump injected 8 units of novolog into the end-user. The caller stated that she was unsure of what a normal glucose result is for the end-user around that time of day. The end-user was unresponsive, sweating and unable to walk. About 10 minutes after testing with the prodigy meter the caller escorted the end-user from the car to their bed where they started seizing. Paramedics were called and arrived within 15 minutes, they checked her blood glucose with their meter and got a result of 26mg/dl. No food or drink were taken while waiting for the paramedics. Paramedics gave the end-user glucose through an IV. The end-user was transported to (B)(6) community hospital located at (B)(6). The end-user was given glucose by IV at the hospital. Caller is unsure of what the end-users blood glucose was when they arrived at the hospital. The end-user was told to follow up with her primary doctor and was discharged from the hospital with a blood glucose of 220mg/dl. No additional information was provided.